Event description:
Unable to do novasure part of case. Md did perform d&c. Machine detected a leak, not sure where. Used three devices, two with the same lot#. All three devices sequestered. Rep in the or during time of malfunction. He suggested that the patient's anatomy may have contributed to the issue.